Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller were used during a cholangioscopic lithotripsy procedure performed in the common bile duct on (B)(6) 2023. During the procedure, the spyscope ds ii catheter and spy ds controller showed no image on the screen. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, no image was displayed. Articulation of the catheter using the steering wheels at the handle had no effect in restoring an image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed in x-ray imaging of the distal end. No camera wire damage was observed in the pebax region of the catheter. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problems with the glue feature. The bond of the glue feature to the pcba was inspected and tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No effect in restoring an image was seen after these interactions. Curve trace of the camera wires was performed and identified electrical problems. An open and highly resistive circuit between two camera wire connections was seen. A short circuit was seen between one other camera wire connection. Visual inspection of the camera wire length showed no problems. A leak test was conducted to determine if a leak path into the optics lumen was present. The device was pressurized by injecting fluid through the irrigation port of the device while the distal end was inserted into a mock common bile duct (cbd) fixture. Pressure readings were recorded using a pressure gage and the device was pressurized until a reading displayed on the gage. Capacitance readings were recorded using an lcr meter while the fluid was being injected. No change in either pressure or capacitance was observed. The live image was stable as well and no changes were observed. The reported event was confirmed. During product analysis, it was noted that no image was seen upon initial insertion. Visual inspection of the exterior of the device along with x-ray assessment did not identify any problems. Therefore, the camera wires of the device were curve traced. The curve trace results showed an open and highly resistive circuit between two camera wire connections and a short circuit between one other camera wire connection. The camera wire was then removed from the working length and visually inspected. Visual assessment showed no problems with the camera wire length. A leak test was performed, and no leak was found. As there were no manufacturing deviations noted, the visualization problems is most likely due to a random problem of the camera assembly during procedure, as evident by the curve trace results. Based on all gathered information, the probable cause selected for the image problem is cause traced to component failure, which indicates that a random problem with a device component contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller were used during a cholangioscopic lithotripsy procedure performed in the common bile duct on (B)(6), 2023. During the procedure, the spyscope ds ii catheter and spy ds controller showed no image on the screen. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.